Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received the the physician will continue monitoring.

Event description:
It was reported that this patient's device recorded a red alert due to right ventricular (rv) lead high shock impedance measurements out-of-range of 150 ohms. This rv lead impedance has been increasing gradually for years. Technical services recommended lead testing when shock impedance trends range between 140 and 145 ohms. This gradual increase is likely due to lead calcification. The pace impedance has also rise about 70 ohms. Attempts to obtain additional information were unsuccessful. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a red alert due to right ventricular (rv) lead high shock impedance measurements out-of-range of 150 ohms and has been increasing gradually for years. According to technical services, this gradual increase is likely due to lead calcification. The pace impedance has also rise about 70 ohms. Eventually, further information was received indicating commanded shocks were performed obtaining a shock impedance of 122 ohms. This rv lead remains in service and no adverse patient effects were reported.